Manufacturer narrative:
The probable root cause is attributed to improper customer setup. This issue can be resolved by removing the endoscope from the universal surgical manipulator, rotating the scope, pressing the clutch button on the arm to cancel guided tool change and reinstalling the endoscope.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The reported issue was resolved over the phone. The tse walked caller through reseating the endoscope on the arm and burping the port clutch to resolve the issue. No site visit was required since the system was working properly. As of the date of this report, the 30-degree endoscope has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the camera was looking up, however, the image was looking down. The camera was behaving opposite of what they intend. The image was inverted. The intuitive surgical, inc. (Isi) technical service engineer (tse) walked the customer through reseating the camera on the arm and burping the port clutch to resolve the issue. The procedure was completing as planned with no reported injury.